Manufacturer narrative:
A review of complaint history, device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The product was not returned for evaluation. The IFU also contains and intended use statement, warnings, precautions and instructions for use for proper and safe use of the device. Without additional information, the cause for how the device contributed to the event is unknown. A copy of the complaint investigation details will be forwarded to the responsible internal parties and will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
During a piccs implantation in the arm of the (B)(6) female pt with pre-existing condition of cardiac insufficiency, the user followed the procedure as usual, placing the marking wire without problems. When they tried to place the catheter, it was not possible to advance to the final position. After several attempts, they decided to take the wire out and then it was noted that the wire was broken. They placed another wire (taking the wire from another set) through the other lumen to take the catheter out. Upon removal of the catheter, it was found the distal portion of the wire remained inside the catheter. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence as it just made the procedure longer due to exchanging a catheter to replace the broken one. Per the initial reporter, the pt did not experience any adverse effects due to this occurrence.